Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined further troubleshooting. Reportedly, the customer was not removing the air from the cartridge. Tandem clinical support informed customer that not removing the air from the cartridge is off label per the tandem user guide. Additionally it was reported that the ¿t:lock was loose¿. Customer tightened the t:lock on her cartridge and resumed insulin therapy. Customer¿s blood glucose level was 515 mg/dl. Elevated blood glucose levels were addressed by tightening the t:lock on the cartridge and resuming insulin therapy.